Event description:
It was reported that during a da vinci-assisted paraesophageal hiatal hernia procedure, the surgeon encountered an insufficient sealing issue with the vessel sealer extend instrument. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed logs and found no faults with the e-100 generator. The surgeon converted the case to an open surgery. Isi attempted follow-up to obtain additional information, however, no further details were received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) contacted the customer and recommended the customer return the vessel sealer extend instrument, but it was already discarded. The customer indicated the issue has not returned. Isi did not receive the vessel sealer extend instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is received. This event is being reported due to the following conclusion: during a da vinci-assisted paraesophageal hiatal hernia procedure, the surgeon reported insufficient sealing with the vessel sealer extend instrument. As a result, the surgeon elected to convert the procedure to an open surgery.